Manufacturer narrative:
The product is currently being analyzed by the post market quality assurance laboratory. Upon completion of the analysis, the report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted several cuts and dried body fluid in the insulation at about 24 cm from the terminal pin. The helix was in good condition with no sign of damage. Tissue was noted at the base of the helix. The lead was found to be electrically continuous. Laboratory testing was unable to reveal any abnormalities which may have contributed to the reported dislodgement.

Event description:
Boston scientific received information that this right atrial lead dislodged. The lead was explanted and replaced with a new lead one day post implant. There was no report of adverse patient effects due to the explant procedure.